Manufacturer narrative:
Additional information received from the user facility stated that the physician is uncertain as to the cause of the dissection and thought it may have been due to the distal tip of the guidewire (manufacturer unknown).

Manufacturer narrative:
The device was not available for evaluation as it was implanted. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Four hours post successful stenting of a basilar tip aneurysm, it was discovered the patient had suffered a vessel dissection in the distal posterior cerebral artery (pca) after having complained of headache. The patient recovered and is reported to be okay. No further information was reported.

Event description:
Four hours post successful stenting of a basilar tip aneurysm, it was discovered the patient had suffered a vessel dissection in the distal posterior cerebral artery (pca) after having complained of headache. The patient recovered and is reported to be okay. No further information was reported.

Event description:
Four hours post successful stenting of a basilar tip aneurysm, it was discovered the patient had suffered a vessel dissection in the distal posterior cerebral artery (pca) after having complained of headache. The patient recovered and is reported to be okay. No further information was reported.